Event description:
It was reported that the patient experienced atrial fibrillation, up to 130 beats per minute, a day following ventricular assist device (vad) implant. The patient received intravenous (IV) antiarrhythmic medications. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that, one day post-implant, the patient experienced atrial fibrillation, up to 130 beats per minute, and received intravenous antiarrhythmic medications. Based on the available information, including the occurrence of the event one day post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias are a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of cardiac arrhythmias. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.